Manufacturer narrative:
Event description updated.

Event description:
It was reported that during surgery, t1 and t2 were deployed at the same time. All t's were removed from the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Entanglement with other instruments or devices. Incomplete needle penetration through meniscus. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met specifications upon release to distribution.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t1 and t2 were deployed at the same time.¿ t1, t2 and suture were found both situated within the delivery track at the distal tip. This indicates that t1 had been released previously and replaced into the track in front of t2. The device cycled and actuated as expected except that t1 and t2 were both deployed with one cycle. This means that the device had been inadvertently cycled prior. The depth limiter was attached and had been retracted. The delivery needle displayed no damage. Please note: permanent or temporary inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, t1 and t2 were deployed at the same time. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.